Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation was capsular contracture baker grade iii and seroma.

Event description:
Explanting physician reported capsular contracture grade baker grade iii. This relates to the right side. The device has been explanted.